Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd phaseal optima connector (c35-o), the device experienced the connector loose or separating from the connector and injector. The following information was provided by the initial reporter. The customer stated: it was reported pop off occurred between the n40 injector and connector 1 pop off occurred between the n40 injector and connector. The disconnection happened about 2 hours and 45 minutes into a 3 hour taxol infusion.